Manufacturer narrative:
The customer was advised not to continue using their vac pac device. The customer was also provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device was broken with a leak. There was no report of death, serious injury or delay in treatment. The customer was unable to deliver information about the lot number of this vac pac. The customer also did not know the status of the broken vac pac, but stated that they destroy vac pac devices as soon as they start to leak. The customer was advised not to use the vac pac, and no further information was gathered.